Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock with valve & extension tubing injection port was leaking IV fluids. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 8184941. Our records indicate the existence of a trend for this is in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. This failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing.

Event description:
It was reported that bd connecta¿ stopcock with valve & extension tubing injection port was leaking IV fluids. No serious injury or medical intervention was reported.